Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-073: user not familiar with system IFU. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2026 to ensure that customer's condition had improved - able to establish contact with customer who reported he had been hospitalized on (B)(6) 2026 for possible stroke; customer could not confirm if the hospitalization was due to diabetes or if it was actually a stroke. Per customer, at the hospital he had MRI, mra, CT scan all of the brain and numerous tests were performed. Customer does not recall his blood glucose when at the hospital. No new medications were given. Customer advised that he was referred to a neurologist and to follow up with his pcp.

Event description:
Customer called in to get some information on the use of the meter and ranges for testing as he is a newly diagnosed diabetic. Customer advised that he is feeling sluggish but declined the need for any medical intervention at this time and was able to proceed with the call. Customer was advised of provided ranges for non-diabetics as noted in the thi IFU manual and also with information regarding clinically low/high results. Customer satisfied with the explanation given and is not concerned with the reading at this time.